Event description:
It was reported that, "offset adapter trial and femoral trial locked into place and could not be dislodged. When using appropriate counter wrench to disassemble, tip of wrench broke off."

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted on the supplemental report. This is the same pt/event as MFR# 2249697-2009-00178.